Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.